Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was cracked after the device was pulled by a wire during patient care activities and fell to the ground, after which the user avoided wearing it due to a splinter and the device was no longer watertight; a replacement device was provided and the original was returned. Symptoms included no changes in blood glucose control. Outcomes included no hospitalization, no medical intervention, and continued diabetes management using backup therapy and cgm. Investigation included case review and follow up with the user regarding device functionality and replacement logistics and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.